Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving the error message "e-7" on the reader of their adc freestyle libre system. On (B)(6) 2019, as a result of not being able to measure her glucose levels, the customer experienced nausea, headaches, loss of consciousness, and seizures. The customer was taken to the hospital where she was treated with an insulin infusion and an infusion containing phosphorus, potassium, and hydrocortisone. The customer was diagnosed with hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving the error message "e-7" on the reader of their adc freestyle libre system. On (B)(6) 2019, as a result of not being able to measure her glucose levels, the customer experienced nausea, headaches, loss of consciousness, and seizures. The customer was taken to the hospital where she was treated with an insulin infusion and an infusion containing phosphorus, potassium, and hydrocortisone. The customer was diagnosed with hyperglycemia. There was no report of death or permanent injury associated with this event.